Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas could not conclusively be determined through this evaluation. The hmii lvas IFU lists device thrombosis, respiratory failure, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device- 112 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 a speed change echocardiogram for thrombosis protocol was performed . The patient had elevated liver enzymes. On (B)(6) 2018 the patient was re-intubated for respiratory failure with increased secretions and on continuous renal replacement therapy (crrt). The patient was transitioned to hospice and care was withdrawn on (B)(6) 2018. The pump was retained at the hospital and will not be returned. The pump reported to have operated as expected. No additional information was provided.